Event description:
On 09/04/2025 the user reported experiencing hypoglycemia while using the ilet bionic pancreas system. The user received a glucagon injection administered by a caregiver at home. The user did not call emergency services or go to the hospital. The user has since recovered without reported long-term effects.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.